Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced occasional elevated blood glucose (bg) levels between 300-500 (mg/dl) with rare occasions of trace ketones over the last 2 months. Contact indicated that they noticed the elevated bg levels on the third day of supply use with humalog insulin, and customer would administer boluses and insulin injections to treat their bg levels. Contact stated that the customer's bg levels remained elevated over the last 2 days despite changing their supplies, and customer reverted to insulin injections of levemir for diabetes management. Tandem technical support reminded the contact that humalog is indicated for use up to 48 hours, and assisted the contact with changing the pump supplies. Contact also requested assistance with programming a temporary basal insulin rate for the first 20 hours that the customer is on the pump to account for the levemir that the customer had recently administered. Recommendation was made to consult with health care provider to discuss diabetes management.